Event description:
It was reported that shaft break occurred. The target lesion was located in the severely tortuous and mildly calcified left anterior descending artery (lad). A 2.25 x 8mm synergy xd drug-eluting stent (des) was prepared to be delivered. However, the shaft got kinked outside of the hemostasis valve. Upon continuous attempt to deliver the device, the proximal portion of delivery shaft broke off when trying to deliver around the hard bend. The stent and remaining shaft were removed with no other complications. The detached portion was simply pulled out and the procedure was completed with a non-boston scientific device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 2.25 x 8mm; stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues. The stent was securely crimped between both markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. The device was received in two sections as a result of a break in the hypotube. The break was located at 22.2cm distal from the strain relief. A visual, microscopic and tactile examination of the hypotube found multiple kinks along both sections of the hypotube. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
It was reported that shaft break occurred. The target lesion was located in the severely tortuous and mildly calcified left anterior descending artery (lad). A 2.25 x 8mm synergy xd drug-eluting stent (des) was prepared to be delivered. However, the shaft got kinked outside of the hemostasis valve. Upon continuous attempt to deliver the device, the proximal portion of delivery shaft broke off when trying to deliver around the hard bend. The stent and remaining shaft were removed with no other complications. The detached portion was simply pulled out and the procedure was completed with a non-boston scientific device. There were no patient complications reported.